Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The assignable cause of the rite electrical test failure of ground bond failed performance spec was determined to be a loose setscrew on the door post. Screw was tightened.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.